Manufacturer narrative:
Medical records concluding summary of findings as event related to fresenius products. Based on the 109 pages of medical records information it appears that on (B)(6) 2015, this patient began to show signs of peritonitis. This diagnosis was confirmed as escherichia coli peritonitis. The patient was hospitalized on (B)(6) 2015 for a humerus fracture. While awaiting surgery, it was determined that his peritoneal dialysis catheter was poorly placed and on (B)(6) 2015 a laparoscopic repositioning of the dialysis catheter was performed. Nursing staff noticed the patient had symptoms of peritonitis on (B)(6) 2015 and he was started on intravenous antibiotics. The physician notes reveal that the status post laparoscopy with repositioning of peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler or its concomitant products and the diagnosis of bacterial peritonitis. Device evaluation: the actual device involved was not available for evaluation and the specific lot number is not known. Accordingly, a search of shipping records was performed to identify any product lots shipped to the customer 3 months prior to the event. Lot history reviews were conducted for the identified lots; no manufacturing non-conformances were identified and the lots met all finished goods release criteria. Actual and/or companion samples are not available to be evaluated and there is not information indicating a relation between peritonitis and fresenius disposables products, thus the complaint is deemed as unconfirmed.

Event description:
A peritoneal dialysis (pd) nurse reported a pt developed gram negative peritonitis on (B)(6) 2015 while in the hosp for an unrelated event. During admission, on (B)(6) 2015, the pt had difficulty draining and underwent a catheter repositioning procedure after noting on x-ray it was in bad position. Several days later, the pt was also noted to have peritonitis. The pt was treated with clindamycin for the procedure and rocephin was added and the changed to cefepime with the culture results. The pt was discharged on (B)(6) 2015.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of the med records.